Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old hispanic female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered left breast capsular contracture (baker grade unknown) and spontaneous right breast implant deflation. The left breast was characterized with sharp pain, discomfort, hardness and was uncomfortable. As a result, the patient underwent bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 1, 2022, mentor became aware that the patient's implants were replaced with the following: (left) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9673092 sn: (B)(6) and (right) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9673092 sn: (B)(6). In addition, mentor also became aware that the patient's race was white and that the date of event was on (B)(6) 2021. This medwatch form is for the right breast prosthesis.